Manufacturer narrative:
An event regarding malposition involving a triathlon femoral component was reported. The event was confirmed through review of the provided medical records and x-rays by a clinical consultant. Method & results: device evaluation and results: visual inspection of the returned device indicates explantation damage is visible but no other relevant pathological findings are evident. Bone cement with adequate trabecular bone imprint would suggest that component fixation was adequate. Examination of the devices with material analysis engineer indicated not related to material integrity issue. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: inadequate bone resection on the femoral side in combination with femoral component rotatory malposition, tibial baseplate posterior overhang, oblique patellar bone resection and choice for a relatively thick tibial bearing during primary arthroplasty have contributed to knee joint lengthening with stiffness of the knee and major functional impairment requiring revision. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the investigation concluded that inadequate bone resection on the femoral side in combination with femoral component rotatory malposition, tibial baseplate posterior overhang, oblique patellar bone resection and choice for a relatively thick tibial bearing during primary arthroplasty have contributed to knee joint lengthening with stiffness of the knee and major functional impairment requiring revision. It was reported that patient is inquiring if her implants are part of a recall. As per product recall verification response, it is confirmed that the reported device is not subject to a recall. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The following device was also listed in this report: triathlon asymmetric x3 patella; 5551-g-299; 00e5. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient called and stated that she had a left tka on (B)(6) 2010. Patient stated that she experienced pain, swelling and stiffness since day on and never got better. Patient stated that she had a revision done on or about (B)(6) 2011. Update from clinician: inadequate bone resection on the femoral side, femoral component rotatory malposition, tibial baseplate posterior overhang, oblique patellar bone resection, choice for a relatively thick tibial bearing.